Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported experiencing strong stimulation when the manufacturer representative (rep) was performing an energy check. The rep explained that they had configured stimulation settings using dtm programming, and after confirming the perception threshold, it was set to 65%-70% per the dtm workflow. The pt then reported they were not feeling the stimulation sensation. Then, the rep did an energy check to confirm the recharge interval, and at that time, halfway through the energy check, the pt reported feeling a strong stimulation sensation that persisted until the energy check was completed. They turned the stimulation off, and the pt felt residual stimulation for about 5 minutes. The rep checked impedances and all values were within normal range with no issues. The rep confirmed there were no problems with limb movement and the issue had resolved. No devices will be returned as they are still in use.